Event description:
It was reported that the patient with this implantable pacemaker device fell to the ground and stated that device was not functioning. As of this time, this device remains in service. No adverse patient effects were reported.